Event description:
Ordered 2 boxes of contact lenses from contactlensking.com, site switches to clk.com which is not the norm. Upon using lenses, I was unable to see. I thought there was an error in my prescription. Now I believe the lenses are defective. Today I opened a new pair and noticed a large chip on the edge of one of the lenses and on the other the "s" logo was backwards / reversed and not in usual spot. Both boxes also state made in (B)(6). FDA safety report ID# (B)(4).